Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced issue with magnet retention. CT scan revealed soft tissue swelling over the receiver stimulator site, no evidence of surrounding inflammation or abscess formation. No trauma reported. A steroid prescription was provided. The implanted device remains.

Event description:
Per the patient's surgeon, it was reported that the device was explanted on november 18, 2019. It is unknown if the patient was reimplanted, as of the date of this report.